Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an elective upgrade procedure. During the procedure, electrocautery was used which "stunned" the pacemaker. Pacing below the programmed base rate was observed and then the pacemaker recovered. The device was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported field event of pacing anomaly was not confirmed in the laboratory. The device was tested on the bench and an arc mark on the pacer due to electrocautery was observed with no permanent effect on the electronic system no electrical anomalies were observed.